Manufacturer narrative:
Other text: the customer contacted the philips response center. The response center advised the customer to replace the lead wire, however, no additional details are available. We are unable to confirm if replacing the lead wire resolved the issue. The device was not evaluated by philips.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a wave fault. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.